Event description:
The doctor reports that patient presented with loose restoration. Upon evaluation it was determined that the abutment screw had fractured. The patient is currently in a healing abutment until the screw is replaced.

Manufacturer narrative:
A certain gold-tite hexed screw was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads right below the shank. The fractured bottom portion was not returned. There were noticeable signs of usage around the shank and the collar. The hex circumference had evidence of wear but did not appear to be stripped. The lot number was not provided/known therefore the DHR could not be reviewed. Document type(s) reviewed: biomet 3i restorative manual, instrm rev b 10/15. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint was confirmed, as the screw had fractured across the threads. A definitive root cause could not be identified.